Event description:
New information received that the lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased high voltage impedance and increased capture noted on the right ventricular (rv) lead. The were also several episodes of oversensing due to noise. No intervention was performed to resolve the event and the patient was stable.